Manufacturer narrative:
H3, h6: a manufacturer representative went to the site to test the imaging system. It was reported that no fault was found and the system performed as intended. No products have been returned to medtronic for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the docking button on the pendant was intermittently unresponsive. The site had to release and re-press the button multiple times to get the unit to dock. There was no patient involvement.